Event description:
It was reported that when using the pyxis medstation es system, experienced a matrix drawer 4 was unable to remain closed. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined a drawer malfunction. A field service engineer verified that the customer had taken out the medications after accessing the back panel, and the drawer was successfully retrieved. The system functioned as intended after the customer verified the device. A technical support specialist confirmed that there was a delay in dispensing medication to the patients